Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the large cap on the dual port feeding adapter became loose one month after placement and cap was easily removed. There was no reported patient injury.

Event description:
It was reported that the large cap on the dual port feeding adapter became loose one month after placement and cap was easily removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one dualport feeding adaptor was returned for evaluation. Functional, visual and dimensional evaluations were performed. The investigation is confirmed for a loose cap as the large port inner and outer diameters, as well as the small port cap outer diameter, were found to be somewhat above specification. No obvious damage was apparent from the sample evaluation photo. The root cause was determined to be supplier related. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.